Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and histories for the event on (B)(6) 2011 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's mother contacted animas on (B)(6) 2011 to report the patient obtained elevated blood glucose (bg ) readings of 294mg/dl at 5:45pm that evening and at 7pm, a high bg of 410mg/dl. The patient's mother reported that patient was asymptomatic; however, stated the patient tested positive for moderate ketones. The reporter contacted the patient's pediatrician who advised her to set a 24 hour temp basal as well as give an injection and fluids to the patient. No additional bg readings were noted in the documentation. At the time of troubleshooting, the patient's mother informed animas customer support that the patient had only been on the pump for one week. She reported that the patient's site was changed on the morning of (B)(6) 2011 (prior to onset of high bgs) and at the time of site change confirmed, there was no bent cannula. The patient's site had not been changed since obtaining high bgs. The reporter was unwilling to further troubleshoot pump at the time of the call. Customer support made several attempts to reach reporter back for additional information; however, they were unable to reach her. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.